Event description:
Had both hip replaced in 2008, with smith and nephew metal on metal implants. In 2018, right hip failed from metal on metal rubbing causing high levels of cobalt and chromium in my blood. Had to have hip revision surgery on (B)(6) 2018. I maintain parts surgically removed during revision.